Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional clarification noted that the device had not triggered eri and was beeping ten months prior to the declaration of eri. Ts noted that according to the memory dump analysis, there was no indication that the device was emitting beeping tones. There are no suspicious faults or resets. Lead impedance values were all within acceptable range. Longevity remaining of 10 months is accurate based on device usage to date, the tones may be environmental.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was beeping and a warning to check the battery was noted. The device had triggered elective replacement indicator (eri). Further analysis was requested from engineering. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population. A review of the information by engineering noted that high amount of beeper duration was caused by the magnet applications in the past. Engineering noted that based on the device battery status of "one year" remaining engineering agreed with the remaining longevity estimate of ten months.